Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's left knee. Patient spoke to a stryker employee and mentioned that he has bilateral stryker knees: the left, implanted within the past year, and the right, which had been done "a couple of years ago". The patient stated his left knee feels uneven and complained about a large bump in his knee (relative location of the bump unknown), and that physical therapy for this knee was much more difficult than for the previous knee.

Manufacturer narrative:
An event regarding instability involving unknown implant knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "no x-rays are available for review. The comparison post-operative course with the left total knee compared to the right was complicated by a patellar fracture, which made the left total knee recovery prolonged and relatively problematic. There is no evidence that factors associated with the implant components¿ design, manufacturing or materials were responsible for this clinical situation in which range of motion, stability, and x-ray appearance are consistently described as nominal." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the patient's left knee. Patient spoke to a stryker employee and mentioned that he has bilateral stryker knees: the left, implanted within the past year, and the right, which had been done "a couple of years ago". The patient stated his left knee feels uneven and complained about a large bump in his knee (relative location of the bump unknown), and that physical therapy for this knee was much more difficult than for the previous knee.